Manufacturer narrative:
On aug-6-2024, bwi received additional information indicating that no ablation was performed during the case. The ventricular tachycardia occurred during mapping of the left ventricle. The ventricular tachycardia was part of typical mapping because this was a ventricular tachycardia case. Additionally, an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a octaray mapping catheter and experienced ventricular tachycardia that required defibrillation. Case was interrupted due to low blood pressure after three defibrillator shocks where delivered to the patients to terminate three different vt morphologies. None of the bwi catheters were defective or caused the blood pressure issue, leading to the procedure's termination beforehand. According to the physician, none of the bwi products were responsible for the adverse event. The physician's opinion on the cause of the adverse event was patient condition. The patient fully recovered and did not require extended hospitalization.